Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) that was implanted on the spinal cord between the fourth and fifth cervical vertebrae (c4-c5) with a laminectomy at c2-c6, with the battery pack under the skin in the abdomen. The patient stated that the implant was experimental. It was reported that the patient had four complete re-fits due to fractured leads. No further complications were anticipated. Additional information received from the patient reported that they had a lot of problems with the internal wires breaking down including the electrodes.